Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a frozen display on the insulin pump. Customer's blood glucose was 451 mg/dl. Customer will be treating their blood glucose with manual injections. The customer stated, the insulin pump's display was not completely blank. It was also found the buttons became unresponsive on the insulin pump. Customer was able to verify that the time was advancing on the insulin pump after a new battery was inserted. It was also found the buttons became responsive after the battery change. Customer also reported they were stuck in the rewind loop on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected stuck anomalies. The insulin pump was monitored, no time anomalies were noted. The insulin pump was received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.